Event description:
It was reported that a cartridge alarm occurred. The blood glucose value was not provided, and there was no information on any adverse impact to the customer's blood glucose level. The device is being returned, and a replacement pump with a new serial number has been issued to the customer.